Event description:
The reporter a dentist stated (B)(6) used the product to fill extraction sockets. A few days after the procedure signs of local infection such as pain and swelling developed. The pt had a local abscess after extraction #17 and 18 and the product was placed. She was treated with incision and drainage and an antibiotic. The healing is within normal.

Manufacturer narrative:
The device involved in the reported incident is not expected to be received for eval. An investigation has been initiated based upon the reported info.